Event description:
Information received indicates during a preventive maintenance check, the technician found the casters were sliding when the brake was engaged.

Manufacturer narrative:
The technician found the casters were old/worn with the caster tire rubber cracking. The technician replaced and adjusted the brake and brake/steer casters to repair the bed.